Event description:
It was reported that the programmer would not power up. Two different outlets were tried as well as another room. The power cord was also swapped out, but the issue remained. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not power up. Two different outlets were tried as well as another room. The power cord was also swapped out, but the issue remained. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up and the power supply was replaced. Analysis also found that the keyboard hinges were broken and the keyboard was replaced. (B)(4).